Event description:
Please refer to report 0009613350-2019-00379.

Manufacturer narrative:
This follow-up report is being filled to relay investigation result. DHR review: the device history records were reviewed and found to be conforming. Trend analysis: a trend considering the following event is identified: tip fracture 2 additional similar investigated events for the lot number 15.145327 have been found. Moreover, one additional not yet investigated events for the lot number 15.145327 has been found. The following complaints are considered: (B)(4). No trend considering the following event is identified: damage event description: it was reported that during the surgery the threading of the pedicle screw of first pack slipped severely when implanted and subsequently replaced with another screw. The tip of the dynesys coupling-screw fractured. Review of received data: eight pictures were received. The pictures confirm that the tip of the instrument has fractured along the welding and that the screws are scratched and damaged. Device analysis: visual examination: the dynesys coupling screw as well as two pedicle screws have been returned for investigation. The tip of the instrument has broken off along the welding. The broken off part has also been returned. The two returned pedicle screws show several scratches. One has a dent close to the threads. The two set screws are not damaged. No further conspicuousness found. Based on this visual examination the reported event can be confirmed. Review of product documentation: this device is intended for treatment. Surgical technique: the correct use of the coupling screw is described in the surgical technique. Conclusion: it was reported that during the surgery the threading of the pedicle screw of first pack slipped severely when implanted and subsequently replaced with another screw. The tip of the dynesys coupling-screw fractured. Based on the visual examination of the returned products, the fracture of the coupling screw can be confirmed. The pedicle screws are scratched and one has a dent close to the threads. According to the surgical technique (B)(4), the coupling screw serves to pull the pedicle screw towards the screwdriver ref 01.03799.030. The coupling screw is not intended to transfer high levels of torque. The screwdriver however is designed to deliver the torque to place the implant. Therefore it might be a possibility, that too high forces have been applied to the coupling screws, leading to the fracture of the instrument. The investigation results did not identify a non-conformance or a complaint out of box (coob). However, based on the available information, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
Concomitant medical products and therapy date detail of product: item # 0103799031. Item name dynesys, coupling screw. Lot # 15.145327. The manufacturer did not receive x-rays but received other source documents for review. The device was received, the investigation is pending. The device history records were reviewed and found to be conforming. Attempts to obtain additional information have been made; however, no more is available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. (B)(4).

Event description:
It was reported that during surgery tip of distance gauge fractured when insert the screw due to threading issue with the screw.